Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An event of low battery was reported. The event was resolved by explanting and replacing the device. Further information was requested but not available.

Manufacturer narrative:
Correction: this report 2938836-2019-16855, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott.

Event description:
Additional information received indicated the device was explanted and replaced due to normal battery depletion.